Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital (B)(6).

Event description:
It was reported that catheter issue occurred. The 75% stenosed, 31 x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad). During preparation, the tip end was blocked and the catheter could not be flushed so the air could not be primed. The image appeared completely black during external testing and did not improve despite repeated flushing and brightness adjustment. Another catheter was used to complete the procedure. No complications were reported, and the patient was stable.